Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed continuity test. For clarification, the customer complaint was, "instrument head getting snagged on the tissue." The instrument was found to be fully functional.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the head of force bipolar instrument snagged on tissue while in the abdomen. The procedure was completed robotically with no patient injury reported.